Manufacturer narrative:
(B) (4): product was not being returned for evaluation.(B) (4)

Event description:
The original surgery was done (B) (6) 2010. The shoulder was looked at arthroscopically again on (B) (6) and it was noted that the surgical site was not healing well. The surgeon considers it could be an allergy to the metal shaving powder from the original surgery.